Event description:
The hospital reported an error that resulted in a loss of mechanical ventilation during a case. The clinician cycled power and case resumed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue with the hospital biomed. The cpu board was replaced to resolve the issue. Customer contact reports no patient information available. Legal manufacturer: (B)(4).